Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon rupture occurred. The procedure was being performed in the common bile duct. The autotome rx 44 x 20mm sphincterotome was advanced, however, upon attempting to withdrew the device over an unspecified guide wire, resistance was encountered. Upon removal, the physician noted "a little bit of plastic on the shaft of the sphincterotome was disfigured". The sphincterotome was successfully used again. The extractor rx 9mm x 12mm retrieval balloon was advanced and "several sweeps" with the balloon were made. During an unspecified sweep, the balloon ruptured. The device was removed intact and no further intervention was required. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.